Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported receiving a drain complication from the cycler. The contact reported that the patient had peritonitis a month ago. Upon follow up with the patient's nurse it was stated that the peritoneal effluent culture yielded staphylococcus epidermidis from an unknown source. The nurse stated that the patient was not hospitalized for peritonitis. The nurse stated that the peritonitis has since resolved, and the patient continued with peritoneal dialysis therapy.

Manufacturer narrative:
Clinical evaluation: although a temporal relationship exists between the liberty cycler and the liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set, and the adverse event of peritonitis. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned, caused or contributed to the adverse event. There is however a possible association between the reported event and a breach in aseptic technique during pd therapy given the organism cultured was staphylococcus epidermidis which is a known element of human biology. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported receiving a drain complication from the cycler. The contact reported that the patient had peritonitis a month ago. Upon follow up with the patient's nurse it was stated that the peritoneal effluent culture yielded staphylococcus epidermidis from an unknown source. The nurse stated that the patient was not hospitalized for peritonitis. The nurse stated that the peritonitis has since resolved, and the patient continued with peritoneal dialysis therapy.